Event description:
Patient called lxn in 6/03 alleging the meter would only prompt an error 5 message. The patient reported no symptoms while testing. The issue was not resolved with troubleshooting. No further informaiton has been reported.